Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead was returned severed 51 mm from the terminal pin, 2 segments were returned and the total length was equal to 520 mm. The conductor coils were stretched 425 - 497 mm from the terminal pin. The conductor coils were deformed 510 mm from the terminal pin. Dried body tissue was observed in the base of the helix. The suture sleeve tie down marks were noted 213 and 228 mm from the terminal pin. Both segments of the severed lead passed electrical continuity testing.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing in the ra. Ten months later, the lead exhibited high out of range impedance measurements. During and pacemaker upgrade procedure, this ra lead was explanted. A new lead was successfully implanted and no additional adverse patient effects were reported.